Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an unrelated procedure, the physician observed externalized conductors on the right ventricular (rv) lead. Abbott technical support reviewed the diagnostic imaging and confirmed the externalized conductors. No intervention was performed to resolve the event as the electrical measurements were stable. The patient was in stable condition and will continue to be monitored.